Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that tip detachment occurred. A 182 cm straight tip v-14 control wire was selected for use. During the procedure, it was noted that the tip of the wire came off when retracting the wire and got stuck in a stenosis. The tip was removed back into a catheter and out of the patient, and the procedure was completed with a different device. There were no patient complications as a result of this event.